Manufacturer narrative:
The device was received not deployed with the needle cap still attached. After removing the needle cap, the device deployed as intended. The downloaded data shows that the device completed first and second priming sequences before being deactivated at pulse 62. No timeouts or drive stalls were observed in the pod data. The needle mechanism and drive mechanism were inspected and no damages or abnormalities were observed that could contribute to the early deployment of the needle. The needle mechanism was manually reset and deployed as intended through manual rotation of the ratchet gear. Although no issues were observed, the exact cause of the reported early needle deployment could not be conclusively determined.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.